Manufacturer narrative:
Per the user guide: check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the tubing connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg >400 mg/dl-unknown). Insulin injections and correction boluses were used to address bg. Pump system check was performed and the t:lock was found to be loose, an air bubble was found in the infusion set cannula and the customer's healthcare provider had been changing the pump basal rate. Customer changed out the infusion set and tightened the t:lock. Customer acknowledged the pump was functioning properly and elevated bg was likely due to inexperience with the infusion set.